Event description:
It was reported that the patient underwent a single-level minimally invasive tlif at l5-s1 using a vertebral body spacer/bmp. Intra-operative spinal monitoring normal, but the patient awoke post-op with increased leg pain and leg cramps. These symptoms improved initially, but at approximately two-three weeks post-op, the patient's cramps intensified, the patient developed lower extremity weakness, and difficulty urinating. Subsequently, the patient developed intensified lower extremity dorsiflexion weakness as well as bowel and bladder impairment. MRI scan at this point demonstrated post-op spinal stenosis which was not present pre-op. A surgical intervention was then performed to decompress the neural elements through a midline procedure. Intra-operative findings showed midline area filled with granulation tissues, and the cauda equina was encased by the granulation tissue. The patient's bowel/bladder symptoms have since resolved, the leg weakness has improved with only slight residual dorsiflexion weakness.

Manufacturer narrative:
Although, it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device was not retruned to manufacturer for evaluation. Unable to determine the cause of the event.